Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication on the patient programmer (pp) on (B)(6) with and without the antenna. It was noted the patient has not recently had a revision surgery. The patient used the antenna and confirmed the antenna was secured, but this did not resolve the issue. The patient noted a burning outside of the vaginal area on (B)(6). The patient noted the change in symptoms was sudden. The patient thinks she has a yeast infection. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient indicated that diflucan was taken to resolve the burning they felt outside the vaginal area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.